Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer sheath were returned for evaluation. Visual observation of the first photograph shows a microintroducer sheath. Upon observation, the sheath appears to be split at the distal tip. No other damage or use residue can be discerned from the photograph. Visual observation of the second photograph shows three different photographs of information. The top photograph is the label for the kit; however, no other information can be discerned due to the quality of the photograph. The middle picture shows the open kit tray with the microintroducer inside. The bottom picture shows the microintroducer sheath tip. Blood residue can be observed on the glove in the photograph. No other damage can be discerned from the photograph due to the quality of the photograph. No other samples were given to determine damage to other cases. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during catheterization, a nurse discovered the tip of the micro-intubation device was cracked and bent upward. The issue was resolved by replacing the product. It was reported this occurred with 5 devices. This report addresses 5 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.